Manufacturer narrative:
The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause was not reported. On the same day, the patient was admitted to the hospital for the event for three days. On an unreported date, the patient was treated with vancomycin (intraperitoneally, dose and frequency not reported). At the time of this report, the patient had recovered. Action taken with pd therapy was not reported. Additional information is not available.